Manufacturer narrative:
Reported event of stent positioning placement problem. The complainant indicated that the device has remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02786 (wallflex ¿ duodenal stent), 3005099803-2015-02792 (hydra-jagwire .035cm), 3005099803-2015-02795 (tandem xl ercp). It was reported to boston scientific corporation that a wallflex ¿ duodenal stent, hydra-jagwire .035cm , and tandem xl ercp were used during a stent placement procedure performed on (B)(6) 2015. Reportedly, the stent was implanted to treat a malignant stricture in the duodenum. According to the complainant, the tandem xl cannula and hydra-jagwire were placed through the stricture and the wallflex ¿ duodenal stent was advanced over the hydra-jagwire and deployed. Following deployment, the physician noted that the stent was in the abdominal cavity instead of in the desired location. This procedure was discontinued and the stent was not retrieved. The physician performed an x-ray and noticed a perforation of the intestinal tract. In the physician¿s assessment the perforation occurred during the procedure when the hydra-jagwire and tandem xl cannula were being used and the stent extended the perforation when it was deployed. There were no interventions or medications given for the perforation. The physician stated there was no malfunction with the hydra-jagwire and the tandem devices. The patient¿s condition was reported as ¿taking a wait and see approach.¿ the patient is being administered oxygen.